Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 150 mg/dl then within minutes dropped to 70 mg/dl and then to low mg/dl. The bg meter was reading 46 mg/dl (initially when the cgm was 150 mg/dl). Upon recheck, the bg meter reading was 36 mg/dl (when the cgm read 70 mg/dl). The reporter is alleging an inaccuracy due to the rapid decrease in the patient¿s cgm values from 150 mg/dl to low mg/dl within minutes. The patient was wearing an omnipod insulin pump. The patient was experiencing nausea. The patient¿s parent administered a glucagon injection to the patient while calling 911. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). At the ER, the patient was treated with zofran. The patient was monitored in the ER overnight and then discharged. It was not specified how many hours the patient was in the ER. The patient was ¿stable and okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. When the cgm read 150 mg/dl, the reported glucose values fall within the d zone of the parkes error grid. When the cgm read 70 mg/dl, the reported glucose values fall within the c zone of the parkes error grid. When the cgm read low, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.